Event description:
I was implanted with this medical device on (B)(6) 2011. The actual implant procedure went smooth. I was in and out of the doctor's office within an hour. Three months later, I went for my hsg test and blockage of ovaries was confirmed. Approximately three months later, I began to experience the following symptoms: headaches, heavy bleeding during menstrual cycle, extreme pelvic pain, lower back pain, stabbing pain on sides, hair loss, brain fog, mood swings, fatigue, anxiety, and depression. I recently found out that I wasn't supposed to have this procedure done as I also suffer from an autoimmune disorder and have a tilted uterus. My doctor never advised against getting this done. A lot of my symptoms can be attributed to my autoimmune disorder, however, according to my rheumatologist, my lab work comes out fine and it appears that it's under control. It's only after having this medical device implanted that I began to feel like my life is falling apart and I am convinced it's essure related.